Manufacturer narrative:
Imaging reveals greater than normal tissue reflectance on the anterior capsule. This underlying patient condition could contribute to an incomplete capsulotomy and therefore, could have contributed to a capsular tear. No further clinical follow up required.

Event description:
On 10/21/2024, ((B)(6)) doctor reported to cas that they experienced a radial tear along the axis marker (not laterality specified) of the refractive capsulorhexis during hydrodissection during procedure ID # (B)(6).